Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of multiple alarms, a blank flow value, and a grinding motor noise was not confirmed. The returned centrimag motor was tested under a work order on (B)(6) 2019. The motor operated as intended and no atypical events occurred during testing. The motor passed all required functional tests and met manufacturing specifications. No patient issues occurred as a result of the centrimag motor and console exchange. The root cause of the reported event was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). The console is reported under MFR # 2916596-2019-03254. The device is expected to return. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during an ECMO procedure with the centrimag pump, there were a couple of alarms and the value of the flow disappeared even when the pump was running and the blood flow was clearly present. There were motor too hot, speed not reached, system, and low flow alarms. The motor started to make noise and the motor and console were switched out. Patient had no issues or adverse symptoms during the event. No further information was provided.